Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate and a foreign material was observed. At the time of the start of the ablation treatment, during the preparation, they observed ¿black splashes¿ inside the tube. The issue was resolved by replacing the tubing set with another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the ac9280900 finished device, and no internal action related to the reported complaint condition were identified. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-apr-2025, additional information was received indicating the foreign material was embedded to the tubing plastic material (with no movement). There were several localized black spots. Color: black, size: 0.5mm, shape: round. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).